Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two atrial tachycardia/atrial fibrillation (at/af) episodes that appeared to be noise oversensing on the right atrial (ra) lead. It was also noted that the left ventricular (lv) lead impedance appeared to have increased over time. The leads remain in use. No patient complications have been reported as a result of this event.